Manufacturer narrative:
Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be completed.

Event description:
Pt status post epoca implantation on (B)(6) 2010 returned to surgeon's office. Pt has glenoid arthrosis, instability and rotator cuff issues. Surgeon removed the hardware on (B)(6) 2011. This is four of four reports for this event.